Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 66 months due to the elective replacement indicator (eri). An expression of dissatisfaction was made with regard to device longevity.